Event description:
The subject device was used for an abdominal procedure of general surgery and gynecological surgery. There were several error messages but the surgeon could continue to use the device. After that, the probe tip of the device fell off inside the patient. The fallen probe tip was retrieved from the patient. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.